Event description:
1 reported false positive flu b result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated an additional 28 patient events which are documented in separate reports.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: phone.